Manufacturer narrative:
It was reported that a closed reduction on the left hip was performed. The implanted devices, all of which were used in treatment, were not revised. As of today, additional information has been requested for this complaint but have not become available. It was noted that a competitor¿s (stryker) dual mobility liners were implanted with the bhr cup at the time of revision. This activity was performed contrary to the surgical instructions for use of bhr implants which states under its important medical information, ¿do not use any component of the bhr system with another manufacturer¿s implant components, because designs and tolerances may be incompatible.¿ a review of the complaint history for the head / cup / stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified, however, these complaints are from the same patient / device. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event the available medical documents were reviewed. The patient reported he was stretching when he suddenly felt a pop and severe sharp pain in his left hip. During a clinic visit follow-up the patient demonstrated the movement, which was described by his physician as pretty extreme. He also noted the patient does a straight leg raise that he lifts so high that his knee almost touches his nose, complicating matters he has a fairly arthritic lumbar spine with osteophytes, so that hyperflexing the hip the way he did makes it even more risky. The patient¿s physical activity and arthritic lumbar spine with osteophytes cannot be ruled out as a contributing factors to the reported dislocated hip and it cannot be concluded that the reported dislocation was associated with a mal-performance of the implant. Based on the information provided a potential root cause of the dislocation is an adverse event caused by excessive stretching of the limb due to the patient¿s rigorous physical activity, this was described by his physician as ¿pretty extreme¿. The physician also noted that the patient has a fairly arthritic lumbar spine with osteophytes, ¿so that hyperflexing the hip the way he did makes it even more risky¿. As noted, the use of a competitor¿s (stryker) dual mobility liner, implanted with the bhr cup at the time of revision also cannot be ruled out in having contributed to the event. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a closed reduction was performed following dislocation.